Event description:
Customer reported that the plastic usb port of their device was broken, leading to a malfunction when connecting the pump to a computer, as it was not recognized. There was no adverse impact on the customer's blood glucose level due to the issue. The distributor awaits the device's return for further inspection and a replacement pump has been arranged.